Event description:
It was reported that the 9800 system would reboot on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connection was tightened during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4).